Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Eval also revealed that the force sensor resistance reading was out of calibration. Review of the pump history revealed several loss of prime alarms associated with zero force. The pump did not detect the cartridge during the load step and emitted a "no cartridge detected' warning after dispensing fluid.

Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins. Eval also revealed that the force sensor resistance reading was out of calibration.